Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) presented to the emergency room (ER) due to feeling dizzy. Review of the device data found the patient had several stored episodes of atrial fibrillation (af) with rapid ventricular response (rvr) during which mode switch of the atrial arrythmia noted inappropriate atrial pacing which caused undersensing of the patients intrinsic r wave which also led to inappropriate ventricular pacing. Additionally, it was found that the reported patient symptoms were correlated to the patient going into a ventricular arrythmia in which they received anti-tachycardia pacing (atp) and shock therapy for. The ventricular arrythmia was successfully converted. It was noted there was some undersensing of the patient's ventricular fibrillation (vf) but this did not cause a delay in therapy. The patient is to be transferred to another hospital and the ER physician will follow-up with the electrophysiologist and cardiologist. Additional information was received in which the patient now has received five rounds of inappropriate atp and one shock due to af with rvr. The shock did successfully convert the atrial arrythmia. Technical services informed the device treated for what was thought a dual arrythmia. At this time, the device remains in service. No adverse patient effects were reported.